Event description:
It has been reported to philips that during an abdominal vascular procedure the fluoroscopy failed. The system was rebooted without resolve and the procedure was aborted. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system log file remotely and identified that there were ippc os and image disk errors. The philips field service engineer (fse) inspected the system onsite and found that the fluoroscopy failed. The fse replaced and returned the defective ippc to philips for further analysis. The analysis confirmed the malfunction of ippc as there was failure of hdd bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024. Additionally, the fse also installed new hard drives, recreated image disk in order to re-format space. Performed ghost backup of system to new ippc. After which, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.